Event description:
Indication: parkinson's disease with dyskinesia, with fluctuations. Dose or amount, frequency and route of administration: use as directed with duopa. Patient reported an issue with two of her connector luer (male) enfit products. On two occasions the patient experienced leaking of the medication at the connection point. The patient spoke with a duopa nurse and her prescriber and they believe there possibly was a crack in the connector luer (male) enfit. During one experience, the patient administered her morning dose and the duopa medication leaked onto her lap. The patient did not know how much of the duopa medication she received, so she notified her prescriber who directed her to take an oral carbidopa/levodopa dose. Unknown if patient missed a dose. Patient did not experience any noticeable side effects that day. Unknown if patient has defective device on hand for possible return. Duopa directions are administer contents of 1 cassette via peg-j for up to 16 hour each day. Morning dose: 12 ml (range 11-13ml), continuous dose: 3.5 ml/hr (range 1-4ml/hr), extra dose 1 ml (range 0-2ml). Reported to (B)(6) by pt/caregiver. Ref report: mw5164996.